Manufacturer narrative:
Age at time of event: (B)(6) years old. Sex: female. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to the ipg was not holding a charge. The patient underwent an ipg replacement and was doing well postoperatively.